Event description:
I have recently started using a new glucose meter (relion prime pn7958-02, sold by exclusively by (B)(6)). I get consistent error messages - always the same "e13" error code, which says there is not enough blood on the test strip. I guarantee you that has not been the problem. I am a dnp prepared critical care clinical nurse specialist with 36 years of ICU rn experience and am very familiar with how to do glucose testing. Sometimes it takes poking my finger 5 to 7 times before I finally get a result to appear. Needless to say a diabetic poking fingers an extra 5-7 times to get one result is not only painful, leads to multiple puncture wounds, delays in getting glucose readings, but it also wastes a lot strips (which are expensive). I have contacted the company at least three times. They said they would send me control solutions to make sure the meter was working right - that was a week ago and still has not arrived. They also say that it's all testing technique related errors. The last time I called they said it was due to a bad lot number of strips (the error code for that problem is e01 - not e13). That particular error code has never shown up and I have used at least four different lot numbers of test strips. They have offered to replace the device free of charge as well as for the phenomenal number of strips that I have gone through. I went back to (B)(6) when this started happening and they gave me a new replacement meter but the same problems have persisted. When I look online I see a lot of other people reporting the same problem. Additionally, when I spoke to my diabetologist about this his comment was "you get what you pay for" and that they try to change pts to a different brand of meter device because apparently it's that unreliable. I originally got this device because the meter and strips are inexpensive. A concern I have is that a lot of people use this device because it's inexpensive. But if it is not considered reliable by diabetologist, and you're having to poke yourself repeatedly, and the company sees no issue with error codes... I think the risk of harm outweighs any benefits to be had due to it's low cost. I have a new different brand of meter and have had no issues with testing. Two of the strip lot numbers I have used and seen this problem with are 05144d exp: 01/2016 and 10014a exp: 05/2016. I have not yet sent the meter or the strips back to the company if you would like to have them to examine.